Manufacturer narrative:
This product was not received for evaluation, therefore the problem could not be confirmed. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a gliderite rigid stylet, the stylet broke while intubating the patient. No delay in the procedure was reported though it was noted that the break did slow down the intubations by making the stylet retrieval more difficult. No use of a back-up device was reported. No harm to patient or user was reported.